Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had multisystem organ failure. Mechanical circulatory support was withdrawn and the pt expired. It was reported that it is not known if the pump was responsible for the organ failure. The pt had septic shock.

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.